Manufacturer narrative:
H11: corrected data: corrected section h6 (results & conclusions codes).

Manufacturer narrative:
UDI # (B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient was placed on iabp and underwent emergent CABG x1 post avr surgery. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 23mm 3300tfx aortic valve was explanted at implant due to coronary artery occlusion. Concomitant CABG was performed. The explanted valve was replaced with a 21mm 3300tfx valve. The patient was noted to be in recovery post procedure. Per medical records, the patient had a planned CABG x1 performed. The aortic valve was found to be bicuspid. The annulus was sized to a 23mm 3300tfx valve and implanted. Upon inspection, the left coronary artery had been stretched due to the oval annulus with a round valve in place. As a result, the valve was removed and replaced with a 21mm 3300tfx valve. All sutures were tied, first tying underneath the left main, which remained 1 cm above the annulus. The left main was clearly visible and open and the remaining sutures were tied down. The valve was inspected again and the left main was visible after all sutures were tied down. Mitral and tricuspid valve repairs were also performed with edwards annuloplasty rings. The patient was weaned from cardiopulmonary bypass. The aortic valve appeared to be in good position with no perivalvular leak and good heart function was noted. The patient tolerated the procedure well and there were no complications noted. The patient was taken to the cticu in guarded condition. Postoperative echo demonstrated a normal functioning bioprosthetic aortic valve without regurgitation. The mitral and tricuspid annuloplasty rings had trivial regurgitation. Postoperatively, the patient experienced coagulopathy, hypotension, and cardiogenic shock. She was taken to the cath lab the same day of her surgery and underwent cardiac cath with iabp placement, which showed absent left main flow. The patient was emergently taken to the or for CABG x1. She received multiple blood products. Postoperative tee was concerning for sam-like image, which subsequently improved. The patient developed severe hypoxia and hypotension again on pod #7, progressively worsened with episodes of v-tach requiring cardioversion. Due to the patient's progressive decline and unresponsiveness to therapies, the patient expired on pod #9.